Event description:
The customer stated that he was experiencing high blood glucose levels for over a week. The customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 249 mg/dl with vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The customer did not have the tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.